Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the arctic sun device came down for not warming the patient. A functional check showed that the device was overfilled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device came down for not warming the patient. A functional check showed that the device was overfilled.